Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock recertification. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed. On evaluation the liquid crystal display screen would not turn on. The connection ribbons were reseated to address this issue. Additional findings not related to the malfunction/issue: labels required replacement due to damage, missing rubber feet required replacement, the cord retainer required replacement, the top plate enclosure required replacement, the handle required replacement, the front enclosure required replacement, the rear enclosure required replacement, the enclosure gasket required replacement, the base enclosure required replacement.